Event description:
It was reported that the patient had a union of a hip fracture, omega plus lag screw and plate were used for fixation. Due to the patient having (B)(6), implants were removed. When implants were removed we saw corrosion where lag screw and plate intersected and down the barrel. Dr. Noticed corrosion and wanted it tested for defect.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
Evaluation summary: the affected devices were received. This device was identified as a concomitant product and does not show any corrosion mark on it.

Event description:
It was reported that the patient had a union of a hip fracture, omega plus lag screw and plate were used for fixation. Due to the patient having mrsa implants were removed. When implants were removed we saw corrosion where lag screw and plate intersected and down the barrel. Dr. Noticed corrosion and wanted it tested for defect.